Manufacturer narrative:
X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected.

Event description:
Reporter indicated a system diagnostics test at an office visit yielded high impedance. The patient had began experiencing an increase in seizures and stopped feeling stimulation a few week prior to the office visit. X-rays were reviewed by manufacturer and treating physician and no anomalies were noted. The patient underwent revision surgery where high lead impedance resolved with reconnecting the lead pins into the generator.